Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of receiving a low blood glucose alarm. Customer states that sensor glucose was 40 and blood glucose was 65 mg/dl. Customer also received calibration error alarms and bad sensor. Customer's blood glucose was 47 mg/dl. Customer was advised that sensor would be replaced.